Event description:
Patient (age unknown) was received at the interventional lab for an angioplasty procedure of a lesion located in the superficial femoral artery. The vessel was described as heavily calcified and mildly tortuous. The info states that the balloon was properly inspected and prepped before use. There was no difficulty accessing the lesion with a guidewire. The balloon was passed over the guidewire to the lesion and upon inflation with an indeflator the balloon ruptured at 10 atmospheres. The balloon was safely removed. There was no reported patient injury.